Event description:
The wife of a (B)(6) male pt called into zoll lifecor customer support to report that the response buttons were not activating the pt's monitor. The pt received a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (inoperative response buttons) has been confirmed. Upon receipt, the front response button flex circuit connector was found to be damaged. The cause for the damaged flex connector was a defective capacitor (c9) on the computer analog board. The root cause for the defective capacitor cannot be positively determined but was likely a random component failure. No adverse event resulted from the defective monitor. The pt received a replacement monitor.